Manufacturer narrative:
Additionally, information received provided the patient's outcome after support. The pump was successfully weaned, explanted and the patient was reported to have survived at the time of explant. D6b explant date was added (with d6a implant dated repopulated).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the aorta in a 66-year-old male patient with a past medical history of coronary artery disease (cad), diabetes, and renal insufficiency. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG) and aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp). The purge tubing was changed and checked for kinks. Tissue plasminogen activator (tpa) was initiated. The purge solution was noted to be sodium bicarbonate. There was no noted interruption of flow or support for the patient. After 5 days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 1.8l/min as intended. High purge pressure in an impella device can be caused by thrombus buildup within the motor purge gap, which restricts the flow of the purge solution. This is often characterized by a gradual increase in purge pressure, low purge flow, and a potential purge system blocked alarm. This can be corrected by using tpa. Tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient. Additional information was received on 5/13/2026: tissue plasminogen activator resolved the issue. The representative will try to save the pump after explant.

Manufacturer narrative:
Added/selected b1. Is product problem. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation. The cause of the saturated pump flow could not be determined as no product or logs were returned for evaluation.